Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient 2vam experienced controlateral pain; noted at their 1 yr visit ((B)(6) 2022, and (B)(6) 2022). This patient was not revised. Clinical study: (B)(6). Observational study for profemur preserve classic and procotyl p ps hip system (anual report 2025)